Event description:
The manufacturer received information alleging the device compressor is not distributing the medicine. The patient reports cleaning the device with warm water after each day. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.